Manufacturer narrative:
Additional information provided: the medwatch report has a partial product expiration date of xx-jan-2021.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿the specialized IV tubing for vp-16 chemotherapy agent had a pin hole leak in the portion of the tubing that loads into the alaris pump cassette. The hole was not found upon visual inspection prior to loading the tubing, but it began to leak once the door to the cassette was closed. When I opened the door I saw a pin hole size opening approximately 0.5 cm below where the tubing connects to the adapter at the top. There was liquid spraying up and outwards to the patient's chair, the patient's upper arm, the floor and the sleeve of the gown nurse was wearing." An incomplete date of event of (B)(6) 2018 was provided. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿the specialized IV tubing for vp-16 chemotherapy agent had a pin hole leak in the portion of the tubing that loads into the alaris pump cassette. The hole was not found upon visual inspection prior to loading the tubing, but it began to leak once the door to the cassette was closed. When I opened the door I saw a pin hole size opening approximately 0.5 cm below where the tubing connects to the adapter at the top. There was liquid spraying up and outwards to the patient's chair, the patient's upper arm, the floor and the sleeve of the gown nurse was wearing." An incomplete date of event of (B)(6) 2018 was provided. There was no report of patient harm.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿the specialized IV tubing for vp-16 chemotherapy agent had a pin hole leak in the portion of the tubing that loads into the alaris pump cassette. The hole was not found upon visual inspection prior to loading the tubing, but it began to leak once the door to the cassette was closed. When I opened the door I saw a pin hole size opening approximately 0.5 cm below where the tubing connects to the adapter at the top. There was liquid spraying up and outwards to the patient's chair, the patient's upper arm, the floor and the sleeve of the gown nurse was wearing." An incomplete date of event of (B)(6) 2018 was provided. There was no report of patient harm. The customer later reported that there was no patient harm caused by this event.